Event description:
It was reported that during the reprocessing of a da vinci small clip applier instrument, the tip was observed to be broken off. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one of the two tips was broken off and was not returned with the instrument. The broken tip was approximately .053 x .213. The remaining portion of the attached tip exhibited indentations and visible scratches on the surface of the tip. Failure analysis investigation also found indentations at the edge of the distal pulley. It was concluded that the indentation damage to the tip and the pulley was likely due to mishandling/misuse.